Event description:
It was reported by the customer that the device leaking during testing. No medical intervention, adverse consequences, patient involvement, or delay to a procedure were reported with this event.